Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer froze while loading a disk, the disk was able to be used without freezing. It was noted however that a known good stylus did not align and that this gave the appearance that the programmer had frozen. The connection between the overlay and the xy board was reseated to resolve and the software was reconfigured, reloaded and updated. The programmer was received missing its stylus so one was added and it was calibrated. The standoff between the link electronic module and the micro processing unit and media bay gasket were both replaced as preventive measures. Additionally the power cord bay latch was broken and the handle covers and upper case were cracked. All were replaced. The electrical circuit boards and mechanical parts were inspected and the device passed all of its final functional and systems tests. Concomitant medical products: product ID: 2067, serial#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a software update the programmer was stuck during the startup process and would not progress any farther. The programmer is expected to be returned for service. There was no patient involvement. It was further reported that while loading a disk to free up space on the programmer its screen froze and that several reboots did not resolve and that the programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.